Manufacturer narrative:
(B)(4) evaluation summary: based on the lot number, the device has a potential field age of approximately 6 years and has been used an unknown number of times during the period. It is possible that the fracture was caused by off-axis impaction, an applied bending moment, or general fatigue but without further information an exact cause cannot be determined. Evaluation: as returned, one of the prongs on the device has fractured and was not returned. Hardness of the device was measured and found to be within specifications. Manufacturing documentation indicates the device was manufactured, inspected, and packaged to specification. No manufacturing abnormalities could be detected.

Event description:
While trying to separate trial stems, the distractor wedge broke. The broke piece could not be found, but it was noted the instrument was not used within close proximity to the patient and the patient was also washed out thoroughly prior to closure.